Manufacturer narrative:
(B)(4). Medical devices: nexgenâ® complete knee solution, trabecular metal augmentation patella size:large / thickness 20mm lot#62920467 item#00587601120. The reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Insufficient information provided. Complaint history search was not performed, as part number was not provided. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument took too much patient bone off and a different size implant had to be used.